Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there is no indication of an issue with the system. Bg values fit sg trends well, with occasional differences due to lag and calibrations entered during periods of rapid change in glucose.the user was advised to continue using the system and to calibrate when the glucose is stable. The user did not agree with the escalation response so customer care recommended that the user enter additional calibrations or re-link their sensor to clear calibration history and any possible calibration misalignment. However, the user stated that they started to see more accurate readings and wanted to monitor the system as they complete more calibrations at different times. Per dms review, the user was using the system with up to date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.